Manufacturer narrative:
At the time of this report more info is needed to come to a conclusion root cause of the failure.

Event description:
The facility reported that the scissor blade broke while the surgeon was cutting an haptic on an iol. There was no impact to the pt or the procedure.